Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25 march 2021. E.1: initial reporter phone: (B)(6). [Additional information]: the healthcare professional reported that during the coil embolization of an aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16813) was advanced through the headway® 17 microcatheter (microvention-terumo) but there was resistance felt. Additional information provided indicate that the resistance was felt inside the microcatheter, but the exact location within the microcatheter was not known. Continuous flush was maintained through the microcatheter. The complaint coil was re-inserted several times, but the same issue continued. Excessive force was not applied to the device. It was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication associated with the reported issue. Updated sections: e.1, e.3, g.3, g.6. H.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization of an aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16813) was advanced through the headway® 17 microcatheter (microvention-terumo) but there was resistance felt. The complaint coil was re-inserted several times, but the same issue continued. It was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication associated with the reported issue. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil was inside the introducer and was observed to be in kinked condition. No other damage was noted. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 37 cm from the hub; this is within specification. There was no appearance of damage or anomaly observed on the device. Microscopic inspection was performed. The embolic coil was observed stuck inside the coil introducer in stretched condition. This microscopic observation is in alignment with the preliminary photo images of the complaint device were captured by the j&j japan affiliates that were included in the complaint file. The product analysis lab did a review of the photos. Based on the initial assessment of the photos, the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil was inside the introducer and was noted to be in kinked condition. The stretched condition of the embolic coil as noted / observed during the microscopic inspection precluded functional evaluation. A review of manufacturing documentation associated with this lot: (l16813) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that during the coil embolization of an aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil was advanced through the headway® 17 microcatheter but there was resistance felt. The complaint coil was re-inserted several times, but the same issue continued. The resistance issue reported is likely because the embolic coil had become stretched inside the introducer; the stretched condition likely is the reason for the reported resistance felt during the attempt to advance the coil through the concomitant microcatheter. Based on the finding during the investigation performed on the returned complaint device, the issue reported in the complaint was confirmed. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. When the physician was attempting to advance the coil through the concomitant microcatheter, resistance was encountered. The coil was re-inserted several times but the resistance was not resolved. It is possible that at the initial encounter with resistance, the coil had become stretched and as a result became stuck in the coil introducer. Subsequent attempt likely contributed to the further stretching of the coil. The exact cause of the observed condition of the returned embolic coil component cannot be conclusively determined, but most likely it is a result of force that was inadvertently applied. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil stuck inside the microcatheter in stretched condition as observed during the microscopic inspection. It should be noted that product failure is multifactorial. Based on the information currently available and microscopic examination of the returned product suggest that the coil could have been damaged during the several attempts to reinsert the device, however, this cannot be conclusively determined. The instructions for use do contain the following cautions: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction related to the initial report. The initial MDR captured the incorrect manufacture¿s reference number. It was incorrectly reported as (B)(4). The correct manufacture¿s reference number is (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. This MDR submission also includes a correction related to the initial report. The initial MDR captured the incorrect manufacture¿s reference number. It was incorrectly reported as (B)(4). The correct manufacture¿s reference number is (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of an aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16813) was advanced through the headway® 17 microcatheter (microvention-terumo) but there was resistance felt. The complaint coil was re-inserted several times, but the same issue continued. It was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication associated with the reported issue. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates and included in the complaint file on (B)(6) 2021. Based on the review of the photos by the product analysis lab completed on 22 february 2021, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16813) is observed to be in kinked condition. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4).information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported.the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed.[photo analysis]: preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the embolic coil component of the 1.00mm x 2.00cm galaxy g3 mini coil was inside the introducer and was observed to be in kinked condition. No other damage was noted.a review of manufacturing documentation associated with this lot (l16813) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for.the reported issue in the complaint related to the complaint coil becoming impeded in the concomitant microcatheter could not be confirmed based on the photo evaluation. However, with the observed kinked condition of the embolic coil may have been a contributing factor to the reported issue.further investigation will be performed when the product is returned for analysis. The code ¿no findings available¿ code was used in investigation findings to indicate that the issue reported related to the issue that the coil was impeded in the microcatheter was not confirmed based on the photos of the complaint device. The complaint device has not been received. This code corresponds with the ¿cause not established¿ code used in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.